Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline infection that was caused by the patient going into flooded water in their basement and contaminating their driveline exit site. The patient experienced severe oozing at the driveline exit site and all along the tunneling afterwards. The infection was treated with intravenous antibiotics. The patient passed away from sepsis on (B)(6) 2022. According to the patient's report at the time of the event, the equipment did not get in contact with water and was not damaged.